Manufacturer narrative:
The customer's allegation was not confirmed. The device evaluation found discoloration of the electrical contacts at the connectors. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device had had poor image quality, it became grainy. The issue was found during an unspecified therapeutic procedure and was completed using a similar device. No delay and no patient harm were reported by the customer.